Event description:
Event description guidant received information that this implantable transvenous defibrillation lead is exhibiting out of range shock impedance measurements and was found to be a clavicular crush fracture. At lead explant, the lead broke off and a portion of the distal coil remains embedded in the heart.